Event description:
A report was received that the patient is having charging difficulties. The patient will undergo ipg revision.

Manufacturer narrative:
Additional information was received that the patient is able to successfully charge her ipg and is receiving adequate stimulation. No further action will be taken.

Event description:
A report was received that the patient is having charging difficulties. The patient will undergo ipg revision.